Manufacturer narrative:
Details of complaint: on (B)(6) 2020, customer at (B)(6) reported the cns had an alarm that did not go off as indicated, several alarms. Customer informed that biomedical staff will follow up with the ticket number next day for the issue on pu-681ra with serial# (B)(6) investigation conclusion: root cause of the issue could not be identified as customer stopped communicating after being provided with investigation guide, due to lack of information provided for further investigation. Copy of investigation guide has been provided in attachment for quick view. Warranty of the device is valid till 05/25/2021. The patient is being monitored on bsm and / or rns which has enabled alarming feature at the time of patient vital monitoring. Therefore, according to the table in quality complaint investigations work instruction, with document ID: sop07-018, the risk priority of the issue is categorized as: high.

Event description:
The monitor technician reported that the central nurse's station (cns) did not alarm as indicated and states that there were several alarms. The customer has been contacted multiple times for additional details of the issue but has not responded back. No patient harm reported.

Manufacturer narrative:
The monitor technician reported that the central nurse's station (cns) did not alarm as indicated and states that there were several alarms. The customer has been contacted multiple times for additional details of the issue but has not responded back. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The monitor technician reported that the central nurse's station (cns) did not alarm as indicated and states that there were several alarms. The customer has been contacted multiple times for additional details of the issue but has not responded back. No patient harm reported.